Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that prior to implanting the lead, the helix would not extend. The lead was not implanted. There were no adverse consequences for the patient.